Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping due to a low out of range shock impedance measurement of 0 ohms. The cause of the issue has not been determined and no adverse patient effects were reported. The ICD remains implanted and in service. No adverse patient effects were reported.